Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
Clip malformation. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p91626. The analysis results found that the el5ml device was received with no damage in the external components and a plastic bag with 2 malformed clips. Upon cycling, the instrument was noted to be empty and locked out. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.